Event description:
It was reported that after a supply change and a subsequent breakfast and walk, the ilet user experienced hyperglycemia while using a cannula-driven infusion set, with blood glucose rising to 301 mg/dl and then trending down to 256 mg/dl by the end of the call; the only device indication was a high glucose alert, and no additional alarms occurred. Customer care provided support that included troubleshooting and a supply change recommendation. Investigation of this case revealed no confirmed device malfunction, and the cause of the hyperglycemia remained unclear. No clinical symptoms associated with hyperglycemia reported. Outcomes included no hospitalization or medical intervention beyond monitoring and education. It was concluded, based on previously established findings for similar reports, that the cause was indeterminable. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.